Event description:
It was reported that a large volume folfusor failed to infuse during use. The device was filled with 80 ml of fluorouracil and 240 ml of sodium chloride solution. The device stopped flowing with 120 ml of solution remaining. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 141 ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The distal luer cap was removed and flow of solution was observed from the device until it was empty. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.